Manufacturer narrative:
There was no field service dispatched, the service call was cancelled by the customer. It is unknown if there were any instrument generated flags in conjunction with the event. Based on the assessment of the customer technical support representative, the event was likely caused by an aperture problem. (B)(4).

Event description:
The customer reported high platelet (plt) and low white blood cell (wbc) results were generated on patient samples on a unicel dxh 800 coulter cellular analysis system. It is unknown if there were erroneous results reported out of the laboratory. The customer re-ran samples on another instrument to identify the problem. There was no report of change or effect to patient treatment in connection with the reported event.